Event description:
The customer report that the system displayed "x-ray disabled, please reboot" error message. The message remained even after a system reboot. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch was replaced. The system was then found to be operating as intended.